Event description:
The manufacturer received a work order for a simplygo mini device. The technician noted a damaged main pca and canister. Additionally, the technician noted melted device filter, compressor making abnormal noise, and damaged pressure valve. This event is reportable under FDA 21 cfr part 803 as it meets the criteria for a serious injury and/or product malfunction.